Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: on (B)(6) 2022, leakage was found. A crack on the mz1000 was confirmed. The hospital¿s comments are that a slip syringe is used only for blood collection and excess force applied to insert the syringe might have caused the crack. Mz1000 and the syringe are returned for investigation.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one mz1000 sample was received without packaging for investigation; the lot number of the complaint sample was reported unknown. A connecting 10ml terumo syringe was also received in sealed packaging. The feedback provided by the customer indicates leakage was detected from a crack on the maxzero female luer adaptor (fla). As part of the investigation the customer provided photographs of their experience; analysis of the photographs in addition to a visual inspection of the returned sample confirmed the customer's experience as a crack was detected on the maxzero fla. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and flushing with fluid; leakage was detected from the maxzero fla. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards.